Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The patient procedure was aborted. A philips field service engineer (fse) visited the site and confirmed that the system geometry was intermittently rebooting. The fse checked the logfile and found that there was no communication between the geo-pc and host-pc. The fse solved the issue by reloading the software onto the geo-pc. After the reloading of the software and performing functional tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.